Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device failed to power. Complainant did not indicate that there was any adverse efect to the pt due to the reported malfunction.